Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional test including pressure and clear passage tests were performed which revealed the check valve was partially blocked in the white part by solvent. The reported condition was verified. The cause of the condition was determined to be related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set failed to prime. This event occurred during priming prior to patient use. There was no patient involvement. No additional information is available.